Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. I also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The alarm history showed some motor error alarms and a motor position encoder error alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.